Event description:
Clinical study same case as #6000093-2005-00936, 6000093-2005-00937, 6000089-2005-00935. Same pt as #6000093-2005-00528, 6000093-2005-00529, 6000093-2005-00530, 6000093-2005-00531. One day after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi). Lesion 1 was a 3.0mm, 85% stenosed, saphenous vein graft (svg), portion of the 3rd obtuse marginal artery. The physician treated the lesion with direct stenting and successfully placing three taxus express2 8.8% drug eluting stents, 3.0 x 12mm, 3.0 x 20mm and 3.0 x 24mm with a 4mm overlap in the target lesion. Lesion 2 was a 3.5mm, 75% stenosed, svg portion of the ramus. The physician treated the lesion with direct stenting of a taxus express2 8.8% 3.50 x 12mm drug eluting stent in the target lesion. There were no complications. One day after the procedure the pt experienced a mi as evidence by elevated cardiac enzymes. The pt was discharged 5 days after the procedure on plavix and aspirin.

Event description:
It was further reported that this a duplicate complaint as mentioned in supplement #003 for mfg#6000093-2005-00528, 00529, 00530, 00531.